Event description:
Power outage. Bipap was plugged into red emergency plug and went into red emergency plug and went into standby mode at time of power outage. Staff checked pts on life support and then checked this pt. Respiratory therapist was in the room at the time nurse arrived. Noted bipap had not reset and pt was not breathing and became pulseless. Code called. Pt was intubated and put on a ventilator. The pt coded a second time and could not be resuscitated.